Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the catheter was fractured on the midshaft. Based on the damage at the fracture site, this fracture likely occurred when the catheter was torqued. The description of the event noted that the distal tip of the catheter was not responding when the physician attempted to torque the catheter, which may have been due to interaction with the stent. The returned device was also kinked at the distal tip which likely occurred when the catheter was advanced without a guide wire and may also be related to interaction with the stent. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure of an occluded stent in the superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7) and non-penumbra sheath. During the procedure, the tip of the cat7 kinked when advanced out of the sheath without a guidewire. It was reported that this may have been due to an interaction with the stent. An 0.035" guide wire was then advanced through the cat7 to straighten out the tip. The guidewire was then removed. The physician then torqued the cat7 one full rotation and noticed the distal tip was not responding. The catheter had fractured proximal to the vascular sheath valve, outside of the patient. Subsequently, the cat7 was removed. The procedure was completed using an indigo system aspiration catheter 8 (cat8) and the same sheath. There was no report of an adverse effect to the patient.